Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg displayed the "battery low message" on the patient controller. A company representative met with the patient and reprogramed the patient's scs system with lower settings to prolong the battery life, but the patient plans to consult with her physician and consider her options.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one.